Event description:
It was reported that the device was explanted. It was noted that the extension was cut just beyond the lead/extension connection to protect the lead. It was noted that the patient reported redness and swelling at the implantable neurostimulator (ins) pocket site in the left chest on (B)(6) 2014. It was noted that the patient was seen yesterday in the ER and admitted for removal today. It was noted that the patient had an infection of an unknown type. It was noted that a culture was taken from the device pocket and the organism was not known. It was noted that the patient was alive with no injury at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s culture was (B)(6). The patient was being treated with nafcillin intravenously and the ¿stop date¿ was reportedly 2014-(B)(6).

Event description:
Additional information received reported that the patient was having her complete system removed on the day of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, va0a4g4, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0a4g4, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4),product type: programmer, patient. Product ID: 3708660, serial# (B)(4),implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va0a4g4, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0a4g4, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).